Event description:
It was reported that during in-clinic device follow-up, the right atrial (ra) lead was inappropriately capturing the ventricle. This was confirmed via electrocardiogram. The ra lead was explanted and replaced. The patient status was unknown.